Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated MDR's #1225714-2014-03220 and 1225714-2014-03221.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product.